Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: during investigation, all the keypad buttons responded normally to button presses. The keypad cover was intact. It was removed and no contamination was found under the keypad contacts. The pump was opened to find the keypad flex connector found to be fully seated in the connector with the latch closed. Evidence of moisture was found on the main printed circuit board, keypad flex, and the keypad flex connector. Unrelated to the original complaint, the display was dim/fading with a pink hue. A crack was also found between the case seal and the keypad cover. (B)(4).